Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/28/2010 and 05/10/2010 by phone, fax, and mail. A completed questionaire was received on 05/09/2010. Medical records were received on 04/24/2010. (B)(4)

Event description:
Adverse event(s): "blurred vision" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt experiencing blurry vision following bilateral intraocular lens (iol) implant surgery. Medical records were requested and received. According to the medical records, the pt had a history of droopy eye lids which interfered with his vision, hypercholesterolemia, thyroid disease, prostate problems, and astigmatism (pre-existing). The pt reported that reading was difficult and he needs a lot of light and concentration to read. The pt also reported halos with night vision. The pt reported his vision was better before surgery. He now needs three pairs of glasses to accomplish his activities of daily living. The surgeon reported residual astigmatism is a definite factor in the pt's issues. There are two medical device reports associated with this event. This report is for the right eye.